Event description:
Pt received a burn during an electrotherapy treatment. Pt was being treated for a herniated disk using interferential electrotherapy (ifc). During the treatment, the pt requested that the intensity be decreased. The pt completed the 20 min treatment. The clinician did not notice any injury post treatment. Upon the pt's return for add'l electrotherapy the clinician noted that a burn in the area of the previous treatment was healing. The burn appeared to be a 2nd degree burn measuring approx 1 cm in diameter. The clinician applied the injury treatment using self adhesive electrodes. The electrodes had been used by the pt less than 5 treatments prior to this incident. The electrodes measured 2x3 inches in size. The treatment parametes for the interferential waveform comprised an output setting of 30ma constant current. The beat frequency was set to 80-150. The carrier was set to 400. The pt is expected to make a full recovery from the incident. The pt has had several ifc electrotherapy treatments prior to the injury treatment. The pt typically takes a treatment output setting of 30-36ma with no discomfort. The device used had been used without incident prior to the injury. No pads were sent with the unit for eval, leads were good. No root cause can be determined if the customer complaint is to reproduced. After running the same treatment as described, no problem was detected. Root cause is user misuse.